Manufacturer narrative:
Device manufactured date is unknown. Medical device expiration date is unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the customer that during use the bd luer-lok¿ syringe sterile, single use, 10 ml, cannot be pushed when flushed and cannot be used normally under the condition of regular and skilled operation. The following info was provided by the initial reporter: "before infusion chemotherapy, when the needleless infusion connector is replaced, it cannot be pushed when flushed with aflush. It has been activated and cannot be used normally under the condition of regular and skilled operation. It can be used normally after flushing the needleless infusion connector with a syringe of normal saline."